Manufacturer narrative:
Hologic reviewed the panther plus logs and confirmed there were no signs of hardware issues or kit preparation issues that could have interfered with the results. Logs showed that both samples were run twice in a single run (worklist (B)(4) ). Hologic technical support informed customer that the discrepant result issue was likely due to a low target sample or sample mishandling. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Event description:
On december 19th 2024, customer reported to hologic discrepant results while using the aptima sars-cov-2 assay (ml: 898175) on panther plus serial number (B)(6). The customer tested the sample in duplicate under worklist (B)(4) and received sars-cov-2 positive result for the first replicate of sample ID (B)(6) and a sars cov-2 negative result for the second replicate. The same sample tube was used each time the sample was ran. The customer reported the initial positive result and no treatment information for the patient was provided by the clinician. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.